Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 14-12mm amplatzer pda occluder was selected for implant using a 7f amplatzer torqvue delivery system. The patient did not have a tortuous anatomy. During procedure, the occluder was unable to pass through the delivery system. The delivery system was upsized to an 8f amplatzer torqvue delivery system and the occluder was advanced without issue. During deployment, the occluder deformed into a cobra shape. The occluder was retracted and deployed again, however the deformation persisted. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient. The occluder was removed and tested outside the patient, in which the deformation persisted still. It was exchanged for a new 16-14mm amplatzer pda occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One video received from the field, which appear to show a cobra shape deformation on proximal disc when deployed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.